Manufacturer narrative:
Report is being submitted via paper while in the process of enrolling for a (B)(6).

Event description:
The doctor reported the clamp "crunched" during tightening and the circumcision bell did not seem to seat properly or tighten completely.